Event description:
It was reported that the fentanyl drip was started at approximately 0015 and was set to infuse at 12.5 ml/hr (125 mcg/hr) with a volume to be infused (vtbi) of "roughly 200". At approximately 0045, the bag was found to have completely infused; however the vtbi displayed in the pump still showed "188.7ml" left. There was patient involvement and additional medications provided for blood pressure support and narcotic reversal. The patient stabilized and returned to baseline approximately 5 hours after the incident.

Event description:
It was reported that the fentanyl drip was started at approximately 0015 and was set to infuse at 12.5 ml/hr (125 mcg/hr) with a volume to be infused (vtbi) of "roughly 200". At approximately 0045, the bag was found to have completely infused; however the vtbi displayed in the pump still showed "188.7ml" left. There was patient involvement and additional medications provided for blood pressure support and narcotic reversal. The patient stabilized and returned to baseline approximately 5 hours after the incident.

Event description:
It was reported that the fentanyl drip was started at approximately 0015 and was set to infuse at 12.5 ml/hr (125 mcg/hr) with a volume to be infused (vtbi) of "roughly 200". At approximately 0045, the bag was found to have completely infused; however the vtbi displayed in the pump still showed "188.7ml" left. There was patient involvement and additional medications provided for blood pressure support and narcotic reversal. The patient stabilized and returned to baseline approximately 5 hours after the incident.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.